Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: right mentor smooth round moderate profile, 700cc, catalog number 3501697, serial number (B)(4), lot number 6824160 (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary augmentation with mentor saline implants on (B)(6) 2014 experienced bilateral deflation that was observed in (B)(6) 2018. The patient noted rippling of her breasts. The patient did not report a date of revision or explantation. This report is for the left side.